Event description:
A surgical tech reported a case of stage one diffuse lamellar keratitis (dlk), observed on a pt's right eye one day post lasik treatment. Reporter indicated patient received bilateral lasik treatment; however, only the right eye was involved at the flap edge near an existing nasal pterygium. Reporter additionally indicated use of topical steroid eye drop dosage was increased. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).